Event description:
It was reported to olympus that a bronchovideoscope had a display that was generating noise, horizontal lines and the video was not displaying properly. The reported issue was found during an unknown procedure. There was no patient injury or adverse event reported to olympus. During the inspection, the following reportable malfunction was identified: image problem. This medwatch is being submitted for the reportable issue found during estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the inspection, the a-rubber had a pinhole, the a-rubber glue was found lifting. The image was black and the plug unit failed. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.